Event description:
It was reported that remote transmission strips revealed multiple episodes of non-sustained lead noise due to post-paced t-wave oversensing. Programming changes were made. Patient condition is good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.